Event description:
In 2002, the user facility's or materials/buyer informed the manufacturer's sales rep. Of the following: during implant while placing device in pocket, stem separated from device body.